Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported through the (B)(6) tavi registry, during a transfemoral tavr procedure with a sapien 3 valve resistance was felt during insertion of the commander delivery system. The delivery system traced slowly, and the valve was deployed. Digital subtraction angiography (dsa) revealed that insertion site was injured. The area was ballooned with a 6mmx40mm catheter and hemostasis was achieved. The procedure was completed without additional treatment required. It was reported that the patient had mild access vessel calcification and access vessel tortuosity.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A risk assessment was performed on the reported event and reveal no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The risk of difficulty introducing the delivery system through the sheath and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to insert and advance the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty introducing the delivery system through the sheath. The complaint for difficulty advancing the delivery system through the esheath with access site injury was unable to be confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Per the complaint description, 'resistance was felt during commander delivery system insertion, not during the sheath insertion which was smooth... Mild access vessel calcification and access vessel tortuosity'. A detailed root cause analysis for similar complaints was conducted and summarized by edwards lifesciences in a technical summary, which provides details of the contributing factors for increased resistance during insertion and advancement of the commander delivery system and crimped valve through the esheath. The technical summary also outlines extensive manufacturing mitigations in place to detect a defect or non conformance that could be associated with this type of event. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis prior to lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported event. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. In this case, per the complaint description, the patient's access vessel was noted to be calcified and tortuous. As such, available information suggests that patient factors (tortuosity, calcification) may have contributed to the reported resistance experienced during insertion of the delivery system into the esheath. This could have contributed to the access site injury found upon device removal, which was successfully treated with angioplasty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.